Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted various troubleshooting steps, including using different wall adapters and cables, but the pump would not charge. The customer did not share an alternate method of insulin therapy.